Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and arranged for a replacement pump with updated software to be sent. The caller was advised on how to manage the current pump and the steps to take upon receiving the replacement, including returning the problematic pump to tandem within 10 days.